Event description:
It was reported that the tip of the bur fractured and impacted with the patient's tooth. It was further reported that all fragments were removed. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for evaluation. A documentation review pertaining to the lot number quoted, confirmed conformance to all required specifications during manufacture. It was not possible to determine the definitive root cause for the alleged breakage.